Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 33.5 pg/ml. The sample was repeated, resulting in a troponin t value of 8.50 pg/ml accompanied by a data flag indicating carryover. The sample was repeated a second time, resulting in a troponin t value of 7.93 pg/ml. This value was deemed correct. When repeated on a second instrument, the result was consistent with this repeat value. The sample was repeated two additional times, resulting in troponin t values of 9.77 pg/ml and 8.69 pg/ml. The instrument indicated a sample clot data flag for another test parameter measured from the sample.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Controls were within range on the day of the event. Upon review of the alarm trace, abnormal aspiration alarms occurred around the time of the event. The investigation is ongoing.

Manufacturer narrative:
The provided quality control data from after the event was within range on the day of sample measurement. Another parameter tested on the sample was flagged with a sample clot error. The alarm trace showed abnormal aspiration errors occurring around the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.